Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose level that ranged from 287-288 mg/dl. Prior to the hospitalization, the customer delivered a bolus and administered a manual insulin injection in attempt to treat the bg level. Customer was treated with intravenous saline and insulin and was released from the hospital (B)(6) 2023 with no permanent damage. The cause of the high bg was unknown. The customer continued using the pump for insulin therapy.